Event description:
The customer received a questionable ammonia result on their c501 analyzer. The patient's initial ammonia result was 142.5 umol/l. The sample was repeated on the same analyzer and the result was 67.6 umol/l. The sample was repeated on another c501 analyzer and the result was 60 umol/l. There were no adverse events. The ammonia reagent lot number was 645832 and the expiration date was not provided.

Manufacturer narrative:
No root cause could be determined. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).